Event description:
It was reported that a patient underwent an oral and maxillofacial soft tissue debridement and suturing under local anesthesia on an unknown date and suture was used. The patient was admitted with the main complaint of "lip injury for 3 hours". Due to slipping and falling while riding a two wheeled electric bike on a rainy day 3 hours before admission, the patient immediately felt pain and bleeding in the lips and face, pain and dizziness in the limbs, no headache, and no discomfort such as cold or fever. Without any other treatment, the patient was admitted to the outpatient department. After surgery, the patient was diagnosed with "1. Lip laceration; 2. Facial laceration; 3. Post traumatic wound infection; 4. Dental defect; 5. Facial abrasion". Physical examination: swelling on the left face, two regular lacerations about 3.0cm long with neat edges on the left jaw, sand adhesion on the wound surface, and active bleeding. Swelling of the lips, congestion and swelling of the mucosa in the lower lip, with two longitudinal lacerations of about 2.0cm, irregular edges, active bleeding, and a small amount of sand attached. The patient has 2 irregular lacerations on the outer lip skin, with the largest being a 2.0cm irregular arc-shaped laceration and the smallest being 0.5cm long. Active bleeding is observed, and there is a small amount of sediment adhering to the surface of the patient's wound. The patient observed an irregular laceration on the chin, approximately 0.5cm in length, with a small amount of bleeding from the wound. After admission, the patient developed chills and low-grade fever, with a body temperature of 37.8 degrees celsius, itching and pain at the suture site, and a pale yellow exudate. The patient had a post-op infection and wound secretion. Blood routine examination showed a white blood cell count of 15.61, a neutrophil percentage of 86.50, and a lymphocyte percentage of 7.30. C-reactive protein showed 12.65 mg/l. Considering systemic allergic reactions to sutures, treatment options include injection of benzylpenicillin sodium for anti-infection, dexamethasone sodium phosphate injection for anti-inflammatory effects, and strengthening local dressing changes. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Did the patient have an infection? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Are there any photos available?